Event description:
Additional information was received from the patient (pt). They reported that they were a new user of the product (around 2-3 weeks), so there were no changes in their use or programming. Pt noted the stimulation just stopped working. Pt reported the stimulation ended before they should work at various locations. Pt called tech support and after an hour of troubleshooting concluded they would need to replace their external device. Pt received a replacement device. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced a stimulation issue. The patient reported that the stimulation after 10-15 minutes would turn off unexpectedly. The patient noted that they would be sitting and suddenly notice the absence of stimulation, requiring them to reconnect with their therapy app via the communicator. The patient had contacted their representative and arranged a meeting for further evaluation.